Event description:
On (B)(6) 2014, the patient underwent treatment of a contained rupture. During preparation of a contralateral leg component, there was difficulty removing the packaging mandrel. The mandrel was reportedly able to be removed; however, the technician preparing the device reported there was now a space between the trailing olive and the endoprosthesis. The device was able to be advanced into place and deployed with no issue. It was reported that after the delivery catheter was removed, a balloon could not be advanced for touch up ballooning. Angiography reportedly showed the leading olive and polyimide guidewire had broken off of the delivery catheter and remained in the patient. It was reported the device was not advanced outside of the sheath, and there was no noted resistance advancing or withdrawing the device. An attempt was reportedly made to reinsert the dilator into the gore® dryseal sheath, but the dilator would not advance (cause unknown) into the lumen of the sheath. The sheath was removed and replaced with another sheath. It was reported the new sheath was able to be advanced directly over the detached olive and polyimide, and then successfully removed from the patient. Final angiography showed exclusion of the rupture with no evidence of endoleak. The patient was stable at the end of the procedure. Additional information has been requested.

Manufacturer narrative:
Added patient medications - percocet, albuterol, alprazolam, amiodarone, aspirin, cyanocobalamin, darbepoetin, docusate, folic acid, ipratropium, metoprolol, miconazole (topical), multivitamin, pantoprazole, senna, and tiotropium (inhaler).

Manufacturer narrative:
Corrected event description information. (B)(4). Evaluation summary - the contralateral leg component (plc201200) and dryseal sheath were returned to gore for evaluation. Evaluation of the contralateral leg component showed that the leading end of the catheter had separated from the catheter body at the trailing olive. The leading olive was still attached to the guidewire lumen, and the guidewire lumen had pulled out of the trailing olive bond on the catheter. Evaluation of the dryseal sheath showed that the dilator was damaged and could not be re-inserted into the valve. The valve of the sheath was inspected, and the plc201200 device was observed to be obstructing the valve. The findings from the evaluation are consistent with the reported observations. The catheter separation was due to the polyimide guidewire lumen pulling out of the trailing olive. This observation is consistent with packaging mandrel removal difficulties. The root cause for the packaging mandrel being difficult to remove could not be determined with the currently available information. The root cause for not being able to re-insert the gore dryseal dilator into the sheath was due to the contralateral leg component obstructing the dilator¿s path.

Event description:
It was reported that this was an emergent case and the physicians were trying to stabilize the patient's condition. The plc201200 was introduced with no issue and the deployment line was pulled. When the delivery catheter was removed from the patient, the endoprosthesis was not on the delivery catheter, so it was reportedly thought the device was deployed in the patient. However, it was reported that as the endoprosthesis was found within the sheath, the plc201200 was actually inadvertently deployed within the sheath.

Manufacturer narrative:
(B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.